Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). The customer has discarded the test strips.

Event description:
The customer questioned high inr results on her coaguchek cs meter with serial number (B)(4). Based on the information provided, there were erroneous inr results between the customer¿s meter and an unspecified roche coaguchek meter. The initial test from the customer¿s meter was 3.9 inr. The customer tested on the unspecified roche coaguchek meter and the approximate result was 2.1 inr. The customer used a different finger for each test and the results were obtained within 7 hours. No action was taken based on the result of 3.9 inr and no treatment was received. The customers¿ therapeutic range is 2.5-3.5 inr. There was no allegation that an adverse event occurred. The customer¿s current inr results are within her therapeutic range and she is not having any issues. The customer is not anemic or polycythemic. The customer is not on heparin or any direct thrombin inhibitors. The customer does not have antiphospholipid antibodies. There have been no changes to customer¿s warfarin or other medications. The customer has not been ill, has not had any dietary changes and had no symptoms of high inr. The meter and test strips were requested for investigation; however, the test strips have been discarded. A specific root cause was not identified for this event. The customer returned the meter. The test strips were not returned. During a review of the meter, it was determined that strip lot 206199 was used for the test on (B)(6) 2017. Relevant retention test strips (lot 206199) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158) at roche mannheim. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material was acceptable. The returned meter was measured with master lot strips in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and an internal reference meter were used, donor #1: 4.6 inr, donor #2: 2.1 inr. Donor #1 hct: 44%, donor #2 hct: 52%. Donor #1: masterlot: 4.6 inr, donor #1: customer's meter and master lot: 4.6 inr. Donor #2: masterlot: 2.1 inr, donor #2: customer's meter and master lot: 2.1 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet the specification. None of the customer's medications are currently known to interfere with the accuracy of the test results.